Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketaocidosis. Customer stated that she was injecting herself for ten years in the abdominal area. It was suggested to the customer to try an alternate site area. Troubleshooting was performed and pump programming and functions appeared to be normal .